Event description:
A patient reported experiencing inaccurate erratic results with a ot basic enhanced meter. The patient's blood glucose results was 133 mg/dl (this is the only reading that was provided in the reported issues). Tests were done< 10 minutes apart with a difference of > 20%. Patient did not experience any adverse events. No further information has been reported.